Event description:
It has been reported to co that a dissection occurred in the vessel in the area of the occlusion balloon. The dissection was treated with a stent and the pt was sent to the intensive care unit for observation. The pt's vessel was plagued with aneurysm and multiple lesions throughout the graft. The physician inserted the occlusion balloon wire into the pt. The physician also inserted a guidewire. The physician attempted to inflate the occlusion balloon and it would not inflate. The physician removed the hypotube from the adapter and realigned the wire into the adapter and inflated the occlusion balloon. The occlusion balloon was not fully occluding the vessel. The physician deflated the occlusion balloon and pulled negative to evaluate the fluid, but did not wait the alloted time and quickly re-inflated it to 3mm and then 6mm and occluded the vessel. The occlusion balloon was oversized but the physician continued the case. The physician inserted the predilatation catheter and dilated the vessel 4-5 inflations. The physician removed the dilatation balloon and inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and attempted to aspirate the vessel but nothing was being aspirated. The guide catheter was obstructing the flow and made aspiration not possible. The physician was advised to pull the guide catheter back from the landing placement to create better flow and assist with aspiration. The physician attempted to aspirate the vessel a second time with no success. The physician inserted the hypotube into the adapter and the hypotube kinked. The occlusion balloon was still inflated and with the hypotube kink the occlusion balloon would not deflate. The physician used the method referenced in the instruction for use and cut the hypotube and the occlusion balloon slowly deflated. The physician injected dye for a visual of the vessel and a dissection of the vessel was noticed. The pt had no reflow. The physician decided to treat the damaged vessel with a stent. The physician inserted the stent delivery catheter and placed the stent. The physician was able to re-establish limited blood flow in the pt.